Manufacturer narrative:
The initial event was for instability. However, medical review determined the revision was for loose stem involving a hipstar stem. The event for stem loosening was confirmed. Device evaluation. Device evaluation could not be completed as the devices associated with the event were not returned. Medical review: a review of the reported event by a clinical consultant could confirm the event but could not determine a root cause. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
Patient suffered from instability of the operated hip.